Event description:
Dr. (B)(6) did a full device replacement on (B)(6) 2025 for (B)(6). Patient showed up for routine battery check and was noticed to have a low battery. Also noticed that both leads were reporting impedance >20,000. Patient was scheduled for battery change and lead inspection. After changing the battery, impedance still read >20,000. Upon entering the patient's abdomen leads appeared fractured and twisted. Entire system was exchanged and impedance was within range. Device was not saved. Patient doing well.